Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported, that during surgical procedure to treat laryngeal mass and carbon dioxide. Laser resection of laryngeal mass was intended to be performed under support laryngoscope. The laser was aimed at the left vocal cord mass after high energy emission. However, the laser failed to accurately hit the mass. But hit the normal tissue next to it. Resulting in the normal tissue being burned. The procedure was completed with different device.

Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that during surgical procedure to treat laryngeal mass, and carbon dioxide laser resection of laryngeal mass was intended to be performed under support laryngoscope. The laser was aimed at the left vocal cord mass. After high energy emission, however, the laser failed to accurately hit the mass but hit the normal tissue next to it, resulting in the normal tissue being burned. The procedure was completed with different device.